Manufacturer narrative:
The event was confirmed with medical records received. The following were noted in the medical records: -painless draining wound which began approximately 2 weeks prior to I & d -old hematoma encountered -no evidence of infection -did not extend into deep fascia DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Age or date of birth- (B)(6). (B)(4). Concomitant medical products: part: 110024463, g7 dual mobility liner 42mm e, lot: 592180; part: 110010244, g7 osseoti 3 hole shell 52mm e, lot: 6382214; part: 51-101080, tprlc 133 fp type1 pps ho 8.0, lot: 2941040; part: ep-200148, act artic e1 hip brg 28x42mm, lot: 026970; part: 650-1055, cer bioloxd option hd 28mm, lot: 2945915. Multiple MDR reports were filed for this event, please see associated reports: liner: 0001825034-2019-02583; cup: 0001825034-2019-02584; stem: 0001825034-2019-02585; bearing: 0001825034-2019-02586.

Event description:
It was reported that a patient underwent right tha. The patient later developed drainage from the wound site and an old hematoma was encountered. Subsequently 3 months later, the patient's wound was debrided and irrigated without signs of infection noted. Attempts have been made and no further information has been provided.